Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed a pocket infection one month post implant. The pacemaker and the leads were explanted on 3/29/2018. The system was replaced on (B)(6) 2018. The pulse generator was sterilized and reused. New leads were implanted. The patient's condition was stable.